Event description:
According to the reporter: occurred after a laparoscopic cholecystectomy and ioc using a 5 mm clip applier. There was tissue damages due to arterial bleeding. A blood transfusion was done to treat the damage. The damage was not permanent. There was blood loss of 500cc or more. The patient's preoperative diagnosis was gallstone disease. The patient was on codeine prior to surgery. The patient is recovering well at home. The patient requires on-going treatment because the dressings must be changed every few days for wound infection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred after a procedure using a 5 mm clip applier. A clip used on the patient slipped off after the original surgery. The patient underwent a second operation the next day using a 10 mm clip applier. Three hours after the second operation, the patient returned to the theatre. The patient was still bleeding due to failure of the ligaclip. The patient returned to the theatre twice due to failure of the clips, resulting in an extension of the hospital stay. The patient requires on-going treatment because the dressings must be changed every few days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.